Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status which include hypovolemia, arrhythmias, changes in blood pressure as well as changes in inflow or outflow due to obstruction. The instructions for use outlines potential causes of low flow alarms and related actions as well as guidelines for management of patients post vad implantation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-00652 and 3007042319-2015-00655) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 45 of 117. Device remains implanted.

Event description:
The patient called the coordinator to report low flow alarms and "not feeling good" feeling dizzy and light headed. The patient had been on continuous IV antibiotics through (B)(6) and had purposely cut back on oral fluids due to extra IV fluids. The coordinator spoke with a physician who ordered the controller to be replaced. The patient was re-educated to drink 2 liters of fluid daily (and at least 1 liter the evening of (B)(6)), and was instructed to sit or lie down when controller changed. The controller was changed by the patient's trained caregiver without incident. The controller was taken out of service. The symptoms resolved after changing controllers and have not re-occurred since. The patient was not hospitalized due to the event and has had no further issues. This is report 1 of 2